Manufacturer narrative:
E1: initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not washing their hands properly before starting therapy. The patient was hospitalized for the event. Treatment, patient outcome, action taken with pd therapy and patient retraining on the proper aseptic technique were not reported. No additional information is available.